Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The was was positioned in the laa of the patient and the wds was inserted into it. The wds was inserted and the distal marker bands were aligned. At this time a contrast injection was used to confirm the placement of the wds. It was noted on the echocardiogram that the patient had a pericardial effusion. The physician decided to deploy the closure device before performing any intervention. The closure device was successfully implanted in the patient. The physician performed lifesaving intervention until the surgeon and surgical team arrived and assumed care for the patient. The surgeon did not remove the closure device from the patient. The next day the patient was doing good and recovering from these events.